Event description:
Manufacturer was informed of the following event through competitor's patient tracking. Based on the information received, the memo 3d ring icv0970 was implanted in a patient on (B)(6) 2023. Reportedly, the valve was explanted on (B)(6) 2023 and replaced with physio ii 30mm. Manufacturer was informed that no further information will be provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.